Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2022-00532.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, pod packing coils (pod pcs), and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician encountered resistance while advancing a pod coil through the distal end of the microcatheter. Subsequently, the physician inadvertently kinked the pod coil pusher wire and the coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed. The pod coil was flushed out on the back table and the same microcatheter was re-inserted into the patient. While advancing a pod pc through the distal end of the microcatheter, resistance was encountered, and the physician inadvertently kinked the pod pc pusher wire. Subsequently, the coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed from the patient and the coil was flushed out on the back table. The procedure was completed using a new pod coil of the same size, a new pod pc of the same size, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation revealed that only one pusher assembly was returned for evaluation. Both coils reported in the complaint are assembled with the same type of pusher assembly; therefore, it is unable to identify which coil the returned pusher assembly belongs to. Evaluation of the pusher assembly revealed that the pet lock was damaged but intact on the proximal end of the pusher assembly, the pusher assembly was kinked and fractured in multiple locations, and the pull wire was fractured and retracted out of the pusher assembly. If the device is advanced against resistance, damage such as kinks and subsequent fractures may occur. Based on the reported event, the pusher wire was inadvertently kinked during use. Some of the damages may be incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2022-00532.